Event description:
As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scan showed a clear decentration of both prosthesis heads and unusually large osteolyses in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vit e-hardened specially approved inlay (novation xle, +5 mm lateralized liner, group 3, 36 mm i.d. Ref 146-36-53, sn (B)(6). As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the socket was determined, as well as the curettage and filling of the cysts in the socket using hydroxyapatite + calcium (ceramic bone void filler) and the replacement of the prosthesis head.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Recall number: z-1729-2022 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Based on the available information, the patient involved meets the following risk criteria: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the components were not returned to exactech for evaluation and no images or pre-revision radiographs were provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.